Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected back light anomalies noted. Device received with cracked reservoir tube lip, broken battery tube threads. Cracked case at the reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump where reservoir goes in the top was worn off, insulin pump had unexplained no delivery alarms, and backlight duller can hardly read screen with it. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.